Event description:
It was observed that during the device evaluation, the subject device exhibited water from the nozzle does not come out smoothly due to foreign object blocking the inside of the forceps diverter during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to foreign object blocking the inside of the forceps diverter water from the nozzle does not come out smoothly. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.